Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was fractured. Boston scientific technical services (ts) discussed the difference between lead abrasion and lead fracture. Furthermore, ts advised if lead is fractured possible that the conductor wire is not in direct contact with body fluids but could also at some point stick through insulation and be exposed to body fluid. The lead remains in service. No adverse patient effects were reported.